Event description:
A malfunction alarm was reported, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received pump reset instructions from technical support and successfully reset the pump, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if further issues arise.